Manufacturer narrative:
An event of valve underexpansion was reported. The device was returned for analysis. It was indicated that patient had a tri-leaflet aortic annulus with severe calcification. The valve was able to be retracted and implanted different new device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. From received imaging no other actions or details (e.g., bavs performed) can be confirmed as full procedural imaging was not provided. The reported valve underexpansion appears to be related to patient anatomy (excess calcium). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient had a tri-leaflet aortic annulus with severe calcification and had anatomical measurements of was: annulus diameter of 23.6 mm, annulus area of 428.2 mm², and annulus perimeter of 74.3 mm. During the procedure, a pre-bav was performed using a 22x40mm balloon. When the valve was be then attempted, it was found that there was non-uniform expansion (nue). To try and mitigate this, attempts were made to deploy the device slower and also deeper but was unsuccessful. The device was removed from the patient. The same pre-bav balloon and 27mm navitor were used again, the valve was positioned at 5mm, but the nue remained. The device was removed and a 25mm navitor was implanted instead at a depth of 5mm. There was no nue, but there was moderate pvl. A post-bav was performed using a 24x40mm balloon and the pvl was reduced to mild. The patient ended up experiencing left bundle branch block as well. The procedure was completed without a clinically significant delay and the patient remained hemodynamically stable throughout the procedure. The patient was monitored in the hospital for 7 days. There were no adverse patient consequences.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.